Event description:
On 2023-jul-17 information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable n eurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was patient representative (patient rep) reported they are having trouble with not being able to increase pt's stimulation. The patient currently has therapy set at 0.3 and they can decrease the pt's stimulation, but cannot increase. The patient rep stated they thought message that was coming up when unable to increase was "device at the end". Patient rep connected with pt's ins on the call to confirm message. Patient rep made a comment when trying to connect with pt's ins that it is the "hardest thing to find" and stated they kept "pushing this thing" but stated they were not able to find it and it kept going off (agent unable to clarify what caller meant by this statement). Patient rep successfully connected with pt's ins on the call and when tried to increase stimulation reported getting message stating system is operating at maximum settings and therapy cannot be increased. Reviewed message meaning and redirected pt to hcp to address it. Asked for event date and patient rep stated it's been about 3 weeks. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider for further assistance. Patient rep stated they did that one time and they did not do anything (unclear what caller meant by this). Pt (secondary caller) stated they "don't feel a thing" and that's why they have been trying to increase stimulation. On 2023-sep-08 additional information was received from the patient. They reported that the cause of the maximum settings and unable to increase was due to a wire breaking. Surgery was scheduled for (B)(6) 2023 to repair it.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2hvmd serial# implanted: (B)(6) 2022 explanted: (B)(6) 2023 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 30-jun-2023, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.